Manufacturer narrative:
Initial.

Event description:
It was reported that after placement of a new dexcom g6 continuous glucose monitor (cgm) transmitter and sensor, the ilet displayed loss of cgm signal, and support guided the user to toggle bluetooth and reenter the pairing code and transmitter serial number with education. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing until cgm data resumed. User support included technical troubleshooting and user education regarding transmitter pairing and signal acquisition. Investigation of this case revealed a cgm communication issue between the transmitter and the ilet consistent with signal loss, with no evidence of device damage or adverse physiological effects. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth connectivity or initial pairing delay.